Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. A partial lead was returned for analysis in 2 segments. Final analysis found external insulation abrasion was noted at 12.6 ¿ 12.8 cm from the connector pin consistent with lead friction to the device can.

Event description:
This report is to advise of an event observed during analysis.